Event description:
Subsequent to the initial medwatch additional information was received reporting that the promus stent delivery system was never inside the patient because the device became stuck on the guide wire during advancement. During attempts to pull the device back, the distal shaft separated and the stent dislodged. The patient's current condition is excellent.

Manufacturer narrative:
(B)(4). Although initially reported the device was not returning, it has subsequently been received. Evaluation of the returned device found the device was fully clip deployed. The deployed clip was not returned on the distal end of the device as reported. All external and internal observations of the device found the sheath was fully slit and the delivery tube and retracted vessel locator were normal for an undamaged clip deployed device. There was no indication of possible sheath interference to clip deployment or clip captured on the sheath or distal end of the device. The flex guide and vessel locator assembly was examined and found intact and undamaged. The device was redeployed, less the deployed clip, and the testing was successful with no detected malfunction or delay in component deployment detected. Based on the investigation findings, there was no detected damage, manufacturing or quality issue and the device performed according the specification. The root cause for the reported event could not be determined. A review of the device history record for this lot did not produce any findings relevant to this report.

Manufacturer narrative:
(B)(4): the customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of an unspecified vessel and an interventional peripheral procedure. Reportedly, after deployment of the clip, the starclose se device was removed and the clip remained in the distal end of the device. Hemostasis was achieved using manual compression. There were no reported adverse pt info. Though requested, no add'l info was provided.